Manufacturer narrative:
Block b3 date of event: date of event was approximated to (B)(6) 2023, the procedure date, as no specific event date was reported. Block h6: imdrf device code e2330 captures the reportable event of pain. Imdrf impact code f2303 captures the reportable event of doing another trigger point injection next week.

Event description:
It was reported to boston scientific corporation that a lynx blue system device was used during a procedure performed on (B)(6) 2023. During a routine follow-up a week after surgery, the patient developed pain that gradually got worse. A trigger point block was done on (B)(6) 2023.. The patient could walk without pain, but if she pushes on her left incision, it is still very painful. The procedure was completed using the original device.